Event description:
A male patient contacted customer support to report that one of his battery packs asked him to reinsert it several times before booting up the system. When the system finally came up, there was a "?" Displayed in the battery slider icon on the monitor. When this same battery pack is placed on the charger, the "battery pack fault" led flashes. The other battery pack appears normal in the charger and in the monitor. A review of the patient's download data confirmed the battery pack faults. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.